Manufacturer narrative:
The investigation for the access site bleed and the limb ischemia has been completed. The impella device was not returned for evaluation. Clinical details were sufficient to determine the root cause of the access site bleed. The root cause of the access site bleeding issue was most likely use related, bleeding subsided after old suture was removed and replaced as per the clinical description. The root cause of the limb ischemia could not be determined without additional clinical details. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ d4-updated model number in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 72-year-old female with cardiogenic shock and acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had severe bleeding from their groin. A femoral stop was placed, and the leg became molted. The medical staff removed the femoral stop. The medical staff utilized manual pressure, and the old suture was removed and replaced. The bleeding subsided. Two units of blood products were provided to the patient. The patient remains on support.